Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up appointment, impedance measurements greater 2000 ohms were noted on the left ventricular (lv) lead were noted. Additionally, there was no capture. During the lead revision, blood inside the insulation was observed and the lead was fractured under the suture sleeve. The lead could not be explanted; therefore, the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection confirmed the lead was bent and the inner insulation was torn. Additionally, the conductor coils were fractured approximately 297-299mm and 318-322mm from the terminal pin. These fractures appeared to be located at either end of the suture sleeve tie down site. As a result, the clinical observation was confirmed.